Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been completed. As received, the rear response button was non-functional. Upon eval, the rear button cable was unplugged and torn. The cause of the non-functional response button was the damaged cable. The root cause of the damaged cable was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were defective.